Event description:
The manufacturer representative reported a power on reset (por). It was noted they didn't know the por code and the patient had already left the clinic. No trauma or falls were reported related to the issue. It was stated that security gates/theft detectors could be related to the issue since the patient travelled to (B)(6) so it may have been one of the causes of the por. It was noted the patient only used their stimulator during the winter months so unsure when the event occurred. Nothing more could be done except to monitor further por¿s and notice por code during initial interrogation. No symptoms reported. The patient was implanted for spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the por had been cleared, impedances were within normal ranges, and the patient was happy with the coverage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.